Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that a cap could not be detached from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be undamaged. The battery cap coin slot and threads were damaged/stripped. The battery cap did not secure properly to the pump. A test cap was used to complete investigation. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.